Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information which had been provided. According to the reporter the surgeon was reviewed by a plastic surgeon and needed a dressings for his burns. It is too early to determine whether the injury will incur permanent damage. The laser system was taken out for testing and laser fibers of the same lot were taken out of circulation. A lumenis service engineer visited the site one (1) day after the reported event and examined the system. The engineer found no indication that the system could have been responsible for current incident. System however has a dent on side covers from some sort of impact but no issues with current operational performance. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 11-sep-2017 and installed at the customers site on (B)(6) 2017. A search of the complaint database revealed that no similar complaints of "fiber breaks/fractures" exist for the specified lot. A review of system risk files revealed the following three risks of fibers 'breaking': risk #1 (1003791_l - risk # 8.1.1) triggered by "user damages fiber external surface during operation" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #2 (1003791_l - risk # 8.2.1) triggered by "fiber is damaged during shipment" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #3 (1003791_l - risk # 8.3.1) triggered by "user error (e.g. Excess energy) causes mechanical damage to fiber" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. In each of the aforementioned; the risk has been quantified and found to be negligibly small, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. As the severity of the doctor's injury could not be confirmed, lumenis cannot rule out that a serious injury had occurred. In an abundance of caution, lumenis is reporting this as an adverse event. This case is a possible aro however, there is no need to send a separate aro report to the FDA. No corrective action or remedial actions were deemed necessary as a result of this event. A review and analysis of all available information failed to determine a root cause at this time, however the subject fiber is expected to be returned to the manufacturer for evaluation. Upon return, once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis pulse 100 and slimline sis ez 550-lumenis fibers were being utilized two (2) fibers broke in the same procedure. In the first incident, the fiber broke inside the patient. Both parts of the fiber were retrieved and the procedure was resumed with a new fiber of the same lot. After about 5 min of operation, the surgeon noticed sparkles and a snapping sound leading to use of the emergency stop by the scrub nurse. In the second incident both parts of the fiber were retrieved but the surgeon reported pain and burns to his index finger and thumb on his left hand. An alternate method, which is a longer procedure, was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.